Event description:
It was reported that the fowler would not go down flat. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Investigation is ongoing. Results will be submitted in a follow-up report.